Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of an epigastric incisional hernia, a ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove the mesh due to shrinkage which resulted in herniation the attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with epigastric incisional hernia thereby underwent open repair with implant of ventralex st mesh. Per operative notes, "the hernia sac was skeletonized and opened. A ventralex st hernia patch was placed intra-abdominally after all the adhesions were taken down." (B)(6) 2014 - patient visited hospital for abdominal pain. (B)(6) 2014 - patient was diagnosed with ventral hernia and recurrent epigastric hernia thereby underwent laparoscopic repair with partial explant of ventralex st mesh. Per operative notes, "there was a ventral hernia located superior to the umbilicus. There was noted to be adherence of omentum to a previously placed mesh and was dissected free. Also some of previous mesh was taken down. There appear to be shrinkage of the previous mesh which resulted in herniation. A piece of synthetic mesh was placed into the peritoneal cavity and secured to the anterior abdominal wall and noted that the previously placed mesh in epigastrium was apparently detached from the superior aspect of the previous defect. This was subsequently again secured to the edge of the defect." (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with explant of ventralex st mesh. Per operative notes, "a hernia sac was identified where the mesh had pulled away from the abdominal wall inferiorly. The hernia sac was incised and then proceeded with an extensive adhesiolysis to dissect omental adhesions free from the abdominal wall and from the mesh. The mesh was then dissected free. We then identified a second piece of mesh and excised. A piece of synthetic mesh was then placed in the retrorectus space and sutured." Attorney alleged that the patient had adhesions, mesh shrinkage, mesh migration, pain and hernia recurrence. It is also alleged that the patent had partially unincorporated mesh and shrinkage of mesh which resulted in hernia recurrence.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, the patient experienced hernia recurrence. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event and product identifiers. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, about 7 months post implant of ventralex st, patient was diagnosed with adhesions, abdominal pain and hernia recurrence thereby underwent repair with partial mesh explant. Per the operative notes, "shrinkage of the previous mesh resulted in herniation." About 10 months later, patient was again diagnosed with hernia recurrence and adhesions thereby underwent repair with mesh explant. Per the operative notes, "the mesh had pulled away from the abdominal wall inferiorly." The instruction for use (IFU) supplied with device list adhesions as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, the patient experienced hernia recurrence. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of an epigastric incisional hernia, a ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove the mesh due to shrinkage which resulted in herniation the attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.